Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "incompetent valve." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.10., h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "incompetent valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and opening on radius. Leak test and microscopic analysis was performed which identified: striated opening, opening crack on valve, delamination (<75% partial separation) and white particles in the shell. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure). A cracked valve seat diaphragm valve.